Event description:
It was reported that the patient's battery is low and she is experiencing increased seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's generator was replaced. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.